Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR # 1225714-2013-03534.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-02358 and 1225714-2013-02359.

Event description:
The additional information received noted that the patient's experience was sudden in nature, which is alleged to have been caused by the product administered to the patient during dialysis treatment.